Event description:
It was reported that while using a bd facslyric¿ that carryover occured while measuring patient samples. There was no report of patient impact. The following information was provided by the initial reporter: carry over too high additionally, on 2020-10-16 the fse provided the following additional information: the customer observed this when measuring patient samples.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to part # 659180 - facslyric 3l10c instrument, serial # (B)(6). ¿ problem statement: customer reported complaint of high carry over. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 01oct2019 to date 01oct2020. ¿ complaint trend: there are 2 complaints related to the issue of high carry over; pr# (B)(4) and this one, 1872675. Date range from 01oct2019 to date 01oct2020. ¿ manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file #659180-659180-r659180000161-105571717-17, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to a dirty or clogged v8 tubing. Dirt, debris or clogs in the fluidic system will contribute to flow rate and backflow issues, especially within the sample line. The fse (field service engineer) confirmed the issue and cleared the tubing line by performing a flush to ensure proper flow and accuracy. No parts were requested for evaluation as there was no parts replaced. After the repair the instrument was tested and was performing as expected. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02, page 165. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, and there was no impact to patient health or safety. ¿ service max review: review of related work order #: 01628386, case # (B)(4) install date: 07dec2018 defective part number: n/a work order notes: o subject / reported: carry over too high o problem description: carry over too high o work performed: check tubing vacuum valve v8> ok. Tubing from stinger to vacuum pump flushed> ok. After a sitflush, manually pushing the stinger down will dry the sample line, so no liquid droplet remains on the stinger. Sampleline reaches almost the bottom of the sample tube. Pqc performance and cv values are within specifications. During daily clean the cleaning solution is properly extracted from the sample tube after phase 1. When changing from cab beads to tube sheatsolution, the threshold rate drops quickly to 0 possibly / sec, but ssc signal remains> spilover! Sample flow tested in low / medium / high, sample flow values are within specification. No cause found yet, 6/10/20: test with bleu beads count 100k, carry over 0.1 to 0.2%. Test with extra sitwashes (1 -> 4) makes no difference. Needle positioned 0.5 mm higher. Carry over blue beads 0.004%. Test with cll sample 0.025%. They will evaluate this in the coming weeks and then decide what will happen with the other lyrics moët. Cst passed abort count passed pro events 6389, ab counts 3 instrument ready o cause: spilover during sample tube exchange. O solution: testen vacuum valve v8, samplelijn backflush. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o azure ID: 89210 o ID: libivd-ra-102 3.1.8 o reg status: ivd; ruo o hazard: incorrect output. O cause: sample carryover error - electronic. O harmful effects: events appear in wrong tube (false positive result). O risk control: - data buffer will be purged between sample acquisitions. - system level carryover test. O req link (azure ID): - 90206 - libivd-fw-471 data carry over o implementation verification: - cmsvp-aq-data_format - liberty libivd-15-09p o effectiveness verification: - liberty cms firmware subsystem verification summary report - libivd-15-09f o propabiltiy: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none o azure ID: 89236 o ID: libivd-ra-256 3.1.34 o reg status: ivd; ruo o hazard: incorrect data. Source: flow cell fmea o cause: tubing or port detail diameters at spec extremes, causing misalignment. O harmful effects: 1. Unacceptable carryover 2. Potential incorrect results o risk control: sample carryover testing to confirm the sample carryover level to specifications. O req link (azure ID): n/a o implementation verification: lsvn-1013-dp sample carryover o effectiveness verification: lsvn-1013-dr o probability: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results the root cause was due to a dirty v8 tubing line. ¿ conclusion: based on the investigation results, the root cause of the customer was experiencing carryover issues on the facslyric was due to a dirty v8 tubing line. The fse confirmed the issue and cleared the debris by performing a flush. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety. See h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd facslyric¿ that carryover occured while measuring patient samples. There was no report of patient impact. The following information was provided by the initial reporter: carry over too high. Additionally, on 2020-10-16 the fse provided the following additional information: the customer observed this when measuring patient samples.